Event description:
The hospital reportedthat during preparation for a coronary artery bypass graft surgery, two heartstring seals cracked while loading the seals into the delivery tube. The surgeon used the second cracked seal to continue with the procedure. He used a medtronic punch to create the aortomtomy, which created a small hole. The surgeon continued the case and insterted the delivery tube into the aortotomy to make it larger, but while doing so, surrounding tissue was torn. The surgeon then deployed the sea and withdrew the delivery device from the aortotomy, and notice he had deplooyed the seal outside the aortotomy. The field became too bloody and the surgeon used a side biter clamp to complete the case. No other patient complications were reported. This report is for the second seal that cracked. The procedure was completed with the use of a side biter clamp because the surgeon used the depoyment tube to make the hole larger causing the tissue to tear and also because the surgeon incorrectly deployed the seal outside the aortotomy.

Manufacturer narrative:
After the procedure the hospital discarded the product. Since the product was not returned to guidant cardiac surgery for evaluation, it will be difficult to confirm the reported problem.